Event description:
It was reported that the bd facslyric¿ 3l12c instrument had high carryover. Results were not reported to clinicians, and there was no adverse patient impact. The following information was provided by the initial reporter: "customer is experiencing higher carryover on this instrument compared to another." "Were erroneous results reported and used to treat a patient?:no was there any injury or potential injury?:no".

Manufacturer narrative:
Investigation summary scope of issue: the scope of issue is only limited to facslyric 3l12c instrument usivd, part # 663518, serial # (B)(6). Problem statement: customer reported a complaint regarding the instrument producing high carry over. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 15nov2020 to date 15nov2021. Complaint trend: there are 3 complaints related to the issue of high carry over; date range from 15nov2020 to date 15nov2021. Manufacturing device history record (DHR) review: DHR part #663518 serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the carryover could not be determined. The customer had initially reported that they were experiencing more carryover with this instrument compared to another one they had with the same settings. They also noted that a monthly clean had been performed on the instrument a few days prior. An fse (field service engineer) was dispatched onsite to perform the repair. The fse confirmed that none of the tubings were restricted and checked the sit flush volume compared to the other instrument they had onsite. They then replaced the sample line and sheath filter from the customer¿s stock, flushed the flowcell, and verified the abort rate and alignment were correct. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. The fse was unable to reproduce the issue but recommended that the customer increase the number of sit flushes performed to 3 to reduce potential carryover. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A, page 165. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4) install date: (B)(6) 2021 work order notes: subject / reported: higher carryover on this instrument compared to another. Problem description: customer is experiencing higher carryover on this instrument compared to another. Work performed: checked and made sure no tubings for sit flush were restricted. Checked volume compared to another instrument during flush. Replaced sample line and sheath filter from customers stock , flushed flowcell. Verified abort rate. Verified alignment as per service manual. Verified instrument performance with beads and pqc. Instructed custoer to increase sit flushes to 3. Customer will run samples. Cause: could not reproduce solution: returned instrument back to lab returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. Risk analysis: risk management file part # (B)(4), rev. 06/vers. Z, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes/no azure ID: 89236 ID: libivd-ra-256 3.1.34 reg status: ivd; ruo hazard: incorrect data. Source: flow cell fmea cause: tubing or port detail diameters at spec extremes, causing misalignment. Harmful effects: 1. Unacceptable carryover2. Potential incorrect results risk control: sample carryover testing to confirm the sample carryover level to specifications. Req link (azure ID): n/a implementation verification: lsvn-1013-dp sample carryover effectiveness verification: lsvn-1013-dr probability: 1 severity: 3 risk index: 3 residual risk evaluation: a new hazards: none mitigation(s) sufficient yes/no root cause: based on the investigation results the root cause of the carryover could not be determined. Conclusion: based on the investigation results the root cause of the carryover could not be determined. The fse verified that the instrument tubings were not restricted, the sit flush volumes were as expected, and abort rates and alignment was as expected. The fse replaced the sample line and sheath filter using customer stock. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd facslyric¿ 3l12c instrument had high carryover. Results were not reported to clinicians, and there was no adverse patient impact. The following information was provided by the initial reporter: "customer is experiencing higher carryover on this instrument compared to another." "Were erroneous results reported and used to treat a patient?: no. Was there any injury or potential injury?: no."